Manufacturer narrative:
(B)(4) date sent: 11/06/2025 d4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. . Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage and with a gst60b reload loaded on the device. The reload was received partially fired 1/3. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, the returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The event described of difficult to open and non-specific noise could not be confirmed as the device opened and closed without any difficulties noted. No abnormal noises were noted during functional testing. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9739p, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 08/28/2025. D4: batch #unk. Additional information was requested, and the following was obtained: - is the current patient status known? The patient is doing well ¿ as they proceeded intra surgically to request a new medical device. - was there any patient consequence or change in the post-operative care of the patient as a result of the event? None known at the moment. Investigation summary: this is an analysis of seven photo submitted for evaluation. During the visual analysis, the following was observed: the first photo shows a device with a loaded blue cartridge in the device within the body cavity on a screen. The second and third photos show two devices inserted into the body cavity through a trocar. The echelon device shows the handle open, and the manual system activated. The fourth and fifth photos show a device with a loaded blue cartridge inside the body cavity on a screen. The cartridge is observed with some drivers upward, on the proximal end and some properly formed staples in the tissue. The sixth photo shows a package from a top view with a label, code ech60s lot: a9739p. (Exp. Date: 2027-12-31). The seventh photo shows a device with a loaded blue cartridge, with some drivers upward, on the proximal end. Based on the photo the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number a9739p, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a coloproctology procedure, the specialist set out to shoot with the echelon 3000 with a blue refill. The device sounded, but after trying to open the jaws, they did not allow the maneuver. Therefore, they proceeded to give the start option, tried to turn the battery and, when not working, the manual inactivation process was performed. There was no patient consequence nor surgical delay reported. No additional information provided.